Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple burnt components on the main pcb. The transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. It did not pose any risk of exposure to the user or patient.

Event description:
This report is to advise of an event observed during analysis.